Event description:
The pacemaker reportedly switched in standby mode (backup mode); the physician requested an explanation. The pacemaker was properly in-initialized upon interrogation during last f/u.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.